Manufacturer narrative:
As of today, no additional information is availablel and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high, out of range pacing impedances. A lead revision procedure was performed and the lead was cut and capped. There were no additional adverse patient effects.